Event description:
The customer reported approximately six milliliters of fluid leaked outside the instrument while performing latron control and noted the cassettes were wet involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer discontinued use of the instrument and indicated the laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the tubing on the aspiration probe loose and fluid in the transport module. The fse cleaned up the fluid and tightened the tubing at the aspiration probe and resolved the fluid leak issue. The instrument conformed to the manufacturer's published specifications. (B)(4).